Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the display failed, and the staff was unable to resolve it by cycling the power on the pump. The printer worked for monitoring and hemodynamics while waiting for the new console to arrive. As a result, the pump was replaced and sent to biomed. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the display failed, and the staff was unable to resolve it by cycling the power on the pump. The printer worked for monitoring and hemodynamics while waiting for the new console to arrive. As a result, the pump was replaced and sent to biomed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn #(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the screen blacked out is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.